Event description:
Inferior venacavogram: the ivc filter introducer sheath was placed in the infrarenal location. The inferior vena cava filter was then advanced through the sheath. However, during deployment, the filter was unable to be released from the sheath. At this point, the right neck was then prepped and draped in the usual sterile fashion. Under ultrasound guidance, the right internal jugular vein was accessed using a micropuncture needle and wire. A 3-5 french coaxial dilator sheath was advanced over the wire. The inner dilator was removed and an amplatz stiff guidewire was advanced into the inferior vena cava. After serial dilation, a 12 french vascular sheath was advanced into the inferior vena cava just cranial to the inferior vena cava filter. A 10mm tulip ensnare device was used to engage and remove the denali retrievable inferior vena cava filter from the jugular approach. Subsequently, a new inferior vena cava filter introducer sheath was advanced via the internal jugular vein access site into the inferior vena cava. A new inferior venacavogram was performed. A retrievable denali inferior vena cava filter was then deployed in an infrarenal position. Hemostasis was achieved at the right groin and the right neck by manual pressure. Patient tolerated procedure well there are no immediate periprocedural complications.